Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the no flow out alarm did not operate as expected. They stated that it failed to alarm. The initial reporter stated that this had occurred during testing, and that it had no effect on a patient. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the no flow out alarm did not operate as expected. They stated that it failed to alarm. The initial reporter stated that this had occurred during testing, and that it had no effect on a patient. Complaint-(B)(4).